Manufacturer narrative:
Pump was received with partially broken reservoir tube lip, missing reservoir tube o-ring, missing reservoir retainer, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. Unable to perform displacement test and reservoir unable to lock into place due to partially broken reservoir tube lip, missing reservoir tube o-ring and missing reservoir retainer. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked. The customer¿s blood glucose level was unknown. The customer reported that the crack was on the back side of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.